Event description:
It has been reported to the co that during the procedure, a hole was detected in the shaft of this device. Reportedly, there was a leakage of contrast approx. 15 cm from the hub. The device was removed and replaced. There is no report of pt injury. The device is being returned for analysis.